Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an elective replacement indication - eri surgery. It was noted that the patient's right ventricular - rv lead was experiencing noise oversensing, which caused pacing inhibition. The rv lead was capped (B)(6) 2020 and a new rv lead was implanted. The patient was in stable condition before, during, and after the procedure.